Manufacturer narrative:
The sample was collected in bd vacutainer 5 ml tube and processed the same day. The controls were run before and after the event and recovered within range. The start-up results were acceptable as well. It is unknown whether service was dispatched for this event. Root cause is unknown for this event. Bci product labeling states: misleading results can occur if specimens contain clots. Always use good laboratory practices for inspecting specimens for clots and verifying results. Known interfering substances for platelets include: giant platelets, platelet clumps, white cell fragments, electronic noise, very small red cells, and red cell fragments.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 750 analyzer generated an erroneously low platelet (plt) result of 62 on a single patient sample. The result was reported out (auto-validated) of the laboratory as there were no instrument flags. The physician questioned the results because higher platelet counts were expected based on the patient's previous history (plt = 328 and 331). Customer indicated that the specimen was not checked for clots and that a manual platelet count or scan was not performed on the patient specimen. The patient was redrawn at another facility and the plt results were higher (plt = 308), as expected, which was considered to be the correct result. There was no death, injury, or affect to patient treatment reported for this event.